Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
The third party repair center received the unit with a tag on the unit identifying the unit as having fire damage. The third party repair center indicated that the external parts of the unit do not have any physical or visual signs of fire damage. Dealer stated to 3rd party that the unit was being used by an end user that was smoking.